Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's sensor readings started to drift causing inaccurate readings. As a result, the patient was recalibrated (method is unknown) on (B)(6) 2017 by adding 23.8mmhg to the baseline. An abbott representative was not present for the recalibration.

Event description:
Follow up revealed that the prior to recalibration, the inaccurate readings resulted in delay of treatment. The issue has been resolved.